Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. One electronic photo and two electronic videos were provided for review. The photo shows one introducer needle and the video shows the clinician was trying to aspirate and flushing through the needle. Aspiration was unsuccessful and water was noted to be leaking from the needle hub. Therefore, the investigation is confirmed for the reported needle leak and suction issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 10/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a port placement procedure, needle allegedly did not aspirate. It was further reported that serum allegedly came out through a hole on the side of the needle. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and videos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 10/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a port placement procedure, needle allegedly did not aspirate. It was further reported that serum allegedly came out through a hole on the side of the needle. There was no reported patient injury.